Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure, the distal end tip of the electrosurgical knife fell off inside the patient's stomach. The broken tip was then successfully retrieved but the collection method was unknown. The procedure was completed using a similar device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely that the reported event was concluded to have been caused by the tip fracturing and detaching from the electrode. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.